Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low r-waves were observed. The lead was anticipated to be explanted and replaced. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.0-35.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 7.8-10.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received indicates that a small pericardial effusion and externalized conductors were observed. The lead was explanted and replaced. The patient tolerated the procedure well and received no complications.